Manufacturer narrative:
(B)(4).

Event description:
A lawyer asked for material composition of titan staples which has been answered. Background is a lawsuit between the patient against the university hospital in (B)(6). Patient had a partial liver resection in (B)(6) 2012 (exact date not available). The surgery was without any issues and the stapler functioned as intended. However, some time later the patient got problems. An expert assumes that it was an allergy. The patient developed an abscess and sanies and staples have been flushed out to a fistula. This is all information the lawyer could give us.